Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during splenectomy, the surgeon tried to clamp the tissue, however, the green firing button could not lock and could not close the jaws. The surgeon close the jaws without clamping the tissue. Then, re-tried over again, however, could the jaws will still not close and a strange sound was heard from the handle. Replaced by a new handle and the procedure continued with no problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.